Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, three separate programmers were attempted and all were slow to respond to inputs and eventually became unresponsive. The caller was advised to check for interference in the room. The current status of the programmers is unknown. No patient complications have been reported as a result of this event.